Event description:
It was reported that during a coronary artery stenting procedure, the shaft broke. The physician could not cross the lesion, due to heavy calcification with a taxus express2 3.5x20mm unit after pre-dilating the lesion with a 2.5x15mm maverick balloon. The anatomy location was within the left circumflex (lcx). After the device was withdrawn, the physician noticed the proximal edge of the hypotube was broken. The procedure was completed with an unk taxus stent and there were no pt complications. The pt condition was noted to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.